Manufacturer narrative:
Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported cracks on her insulin pump and a missing logo sticker. Customer's blood glucose is 140 mg/dl. She stated the crack is on the corner of the corner and on the reservoir window. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.